Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented a merlin transmission, non-sustained right ventricular oversensing was observed due to post-paced t-wave oversensing. The patient visited the clinic and the recommended programming changes were made. There were no more instances of oversensing. The patient condition is reported stable.